Event description:
On (B)(4) 2012, an evaluation of the device event history log was conducted. An increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2012 at 22:29:27h. The details of the iipv event were as follows; during night drain cycle eight, the patient's ultrafiltration reading was 665ml, indicating the home patient (hp) drained 545ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.